Event description:
Failure of equipment. Patient on vav ECMO had a centrimag pump failure. Console was switched to the backup and the patient remained stable throughout the event. FDA safety report ID #(B)(4).